Event description:
The manufacturer received information alleging issues with a dreamstation auto CPAP device, that was returned to a third-party service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. There were secondary findings that the device left door was missing and ui panel scratched, both were replaced. The device operating software was also upgraded.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-47165. This report was submitted as a duplicate report of the previously submitted report.